Manufacturer narrative:
It was identified by adc customer service that the customer was reportedly using incorrect test strips with her insulin pump and the customer was educated about the correct product to purchase for her insulin delivery system. This case does not involve a product malfunction and no product investigation is required. This is the final report. Note: the date of the event is unknown. The device manufacture date is unknown.

Event description:
A customer reported she was hospitalized and received medical treatment due to using incorrect test strips with her omnipod insulin pump, and also due to other unknown factors. The following omni test strip lots were reported: 1032409, 1021704 and 1022709. The customer reportedly refused to complete the medical troubleshooting survey questions at the time of the call and later attempts to contact the customer in order to complete the referred survey were unsuccessful. There was no report of death or permanent impairment associated with this event.